Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis identified a malfunction with the device. Device history record (DHR): the lot information was not provided for the returned components so a DHR review could not be performed. Based on the product analysis, this event is also not believed to be a manufacturing issue, so no DHR review is necessary. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. The balloon component was visually inspected, and microscopically examined. A crystal-like particulate was found in the balloon shell. No holes or tears were found upon microscopic examination. The pump component was visually inspected, and microscopically examined. A crystal-like particulate was found in the pump. No holes or tears were found upon microscopic examination. Labeling review: a review of the product labeling indicated that the ams 800 operating room manual (orm)was performed. It is probable that the cause of the crystalline particulate is a failure to follow instructions in the orm that contributed to the creation of articulate when the contrast filling solution was created. Based on product labeling it can be concluded that the problem does exist in the in orm, the product was likely not prepared in accordance with product labeling due to the presence of particulate, and no update is necessary to the orm because the potential for particulates is clearly identified in the filling solution instructions. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter(aus) device due to unspecified reasons.